Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they had the patient turn off and on the ptm, it worked. The patient had surgery to correct the flipped pump.

Manufacturer narrative:
Concomitant medical product: product ID 8780 serial# (B)(6) implanted: (B)(6) 2020 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot# (B)(6), ubd 2022-10-29, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient was taken to surgery on (B)(6) 2021. When the pump pocket was opened, the pump was noted to be flipped. Upon removing the pump from the pocket, the catheter was noted to be twisted and partially occluded. The pump segment of the catheter was replaced, and then a catheter access port procedure was done. The catheter was patent. The pump was then sutured in place. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had a refill appointment last friday and the nurse was initially not able to refill the pump and determined that the pump was flipped. The nurse tried to flip it back over and was able to get some medication in the pump, but the patient wasn¿t sure if the pump was filled to full capacity. She stated that the pump flipping might explain why her implant site had been hurting since implant. She stated that whenever she bends down, the implant site hurts as well. While on the call she said that the implant site was currently hurting her because she was bending over. She stated that she had already contacted her surgeon and her managing hcp (healthcare provider) and she had an appointment with her surgeon this coming friday ((B)(6) 2021). The patient called again on (B)(6) 2021 stating that the pump had flipped, and [her ptm (personal therapy manager)] wasn¿t working again this morning. She stated that, "every time I bend over it hurts like hell," and "my back is so bad¿ and she wanted to use her ptm to get a bolus. During the call the patient was given directions for ptm use and she was able to successfully get a bolus. She stated again that she had an appointment tomorrow ((B)(6) 2021) to see her surgeon regarding the flipped pump.